Event description:
As reported via email: "I would like to know if it¿s possible to deliver a shoulder implant to replace a bayley walker component as the implant has a dislocation. The patient was operated 3 years ago."

Manufacturer narrative:
The reported device is similar to a device approved for compassionate use in the united states. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.